Manufacturer narrative:
(B)(4) stent failed to expand. (B)(4) stent deformation. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the distal common bile duct. The patient anatomy was not reported to be tortuous and the lesion was not dilated prior to stent placement. During the procedure, the stent was advanced to the target site and was able to be deployed. Following the stent placement, the physician observed that the stent ¿had a deformation at the distal end¿ and had not fully expanded. It appeared that the distal stent wires were twisted. The stent was left implanted and the procedure was completed using this device. Following the procedure, the patient was noted to be improving as his bilirubin values decreased. The physician does not plan to perform any additional intervention and did not express concern over leaving the stent implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.